Event description:
A customer contacted beckman coulter inc. (Bec) stating that the closed tube sampling system (cts) blade wash in the unicel dxc 600i synchron access clinical system was leaking. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
Bec cts (customer technical support) generated a service request. A field service engineer (fse) went on-site (B)(4) 2011 and noted excessive liquid on top of the tube caps at the cap piercer. Fse found a weak vacuum flow through the cap piercer waste valve. Fse disassembled the waste valve and cleaned it. Performance appeared normal after cleaning. Repair was verified per established procedures. (B)(4).